Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The usb cable fit loosely in the pump usb port. Reportedly, a rubber band was used to secure the position of the usb cable to charge the pump. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.